Event description:
Customer reported no reactivity with vra132 and a pt with a history of anti-fya when testing was performed at a 15 minute incubation. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.